Manufacturer narrative:
The patient's weight is (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was implanted during a vaginal vault suspension with uphold mesh procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the first deployment of the suture through the patient's left side, the suture broke at the middle part of the dilator. Reportedly, approximately 2.5 inches of the lead suture was still attached to the dart, and it did not detach into the patient. Since there was no any other available uphold mesh during the procedure, the physician continued the procedure using the same device, and a vicryl size 0 suture was tied to the polyester suture to ensure that the device would not fall again and lost that portion of the mesh. Reportedly, the other side has been already placed and completed the procedure using the original uphold mesh there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.